Manufacturer narrative:
B2: outcome attributed to adverse event is reoperation happened for device explantation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a set screw used for deformity :degen therapy. It was reported that the set screw experienced implant breakage. The equipment failed at the control at 3 months. Patient experienced recurrence of pain. Reoperation was happened as interim measure. The product was explanted and replaced by another product.